Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the distributor received the bending template to deliver to the hospital for a surgery planned on (B)(6). However, the distributor found out that the bending template was broken when it was received in a loan set. Another device was arranged before delivery. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).